Event description:
Patient arrived at clinic on 4/22 with noted telescoping to modular cable and damage to driveline. Rescue tape applied to driveline. Attempted to connect the new modular cable to the secondary controller without success of insertion of connector into the controller. Controller replaced along with modular cable and connected to patient.